Manufacturer narrative:
It was reported that the flipcutter broke off inside the patient. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that the actuator tip was damaged and had fractured. The fractured tip fragments were not returned as they were unable to be removed from the patient. The root cause of the reported failure mode is undetermined. However, the most likely cause is applying excessive mechanical forces while prying / leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during knee arthroscopy the drill of the flipcutter broke off inside patient. The surgery was prolonged due to retrieving the broken drill. Smallest metal splinters caused by the rescue attempts could possibly not be removed. A new flipcutter was used to finish the surgery successfully. It was not necessary to switch the surgical technique or do a second surgery. Update 27-oct-2020: surgery was prolonged about 10 minutes due to retrieving the broken piece. No additional anaesthesia was needed. Surgeon didn´t apply additional force.